Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional reported left side rupture, recall and pain. History of ductal carcinoma. Device remains implanted. Patient later reported irregular contours and folds.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe. Wrinkling device: unable to observe. Crease/folding of implant: not observed. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side rupture. Healthcare professional reported left side rupture, recall and pain. Patient later reported irregular contours and folds. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.